Event description:
Medtronic received information from a literature article regarding the implications of transcatheter aortic valve implantation (tavi) related thrombocytopenia on clinical patient outcomes. All data was collected from a single center between january 2016 and december 2019. Of the 201 patients included in the study population, 133 (predominantly female, mean age 80.9 years) were implanted with a medtronic evolut r or evolut pro transcatheter valve. No unique device identifier numbers were provided. Among all 201 patients, 17 deaths occurred within four years of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 201 patients, non-death adverse events observed within thirty days of tavi included: myocardial infarction, stroke, major vascular complication, and life-threatening/major bleeding. Medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: abu khadija h, et al. Contemporary transcatheter aortic valve implantation related thrombocytopenia. Catheter cardiovasc interv. 2021 jul 1;98(1):e139-e144. Doi: 10.1002/ccd.29325. Epub 2020 oct 15. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.